Event description:
Customer reported the sys had poor cine images during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated the image processor pcb. Sys operates as intended.